Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the ventricular signal on the atrial channel. Technical services (ts) analyzed device episode data and found that this had resulted in inappropriate atrial tachy response (atr) episodes. Reprogramming was advised. No adverse patient effects were reported. Currently, this crt-d system remains in service.